Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date? The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the device that was ¿housed in the muscle plane of the lower pole in the right amygdala store¿ removed during the tonsillectomy procedure? Does a piece of the device remain retained in the patient¿s tissue? If the device is retained in the patient, where is the device located / in what structure? If the device is retained, are there any future plans to remove it? Was there any change in the patient¿s post-operative care due to this event? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent tonsillectomy procedure on unknown date and suture was used to suture the tonsillar store. During the suture, the needle of the thread ruptured, leaving it lodged in the amygdale/tonsil, making it impossible to visualize and remove it. A radiological examination was requested and showed the needle housed in the muscle plane of the lower pole in the right amygdale store (tonsillar store). It was reported there was no undue movement prior to the needle breakage. It was reported there was no damage to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device al9591, and no non-conformances were identified.